Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned.